Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, two balloons were inserted into the vertebra and inflated to 250 psi and 2cc in each balloon. Both balloons ruptured during the procedure. The contrast liquid leaked into the vertebra. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that the ibt is received with the outer shaft bent. Blood is visible on the distal tip of the balloon and liquid is present in the balloon. During functional analysis, it was not possible to inflate the balloon due to a hole in it. During visual analysis, the hole is confirmed. This is a very small hole nearby the distal peak of the balloon. Note that a lot of marks are visible on the balloon, probably due to contact with the bone. Based on the information provided, functional and visual analysis, the most probable root cause of the hole in the balloon is due to contact with bone splinters during surgery.